Event description:
The customer reported that erratic cardiac troponin (accutni) results were generated on an access 2 immunoassay system for one patient. The initial accutni result was within the risk stratification range. Upon multiple repeat on the same instrument the results varied, were also within the risk stratification range, and collectively did not meet the stated assay precision claims of the assay. The imprecise results were not reported outside of the laboratory, and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Subsequent testing on an alternate access 2 also produced a result within the risk stratification range. This result was not questioned by the customer. The sample was collected in a serum tube with gel separator and centrifuged prior to testing. Beckman coulter inc. Assessment of customer supplied data indicated that all four levels of accutni quality control (qc) results met customer established specifications on the day of the event. Instrument routine system check results generated prior to the event meet established specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) verified alignments and system settings. No issues were noted. The fse performed a high sensitivity system check which yielded results which met instrument specifications. The fse performed a twenty five replicate result precision test and all of the results met the expectations of the assay. A definitive root cause has not been determined to date for this event.